Event description:
Boston scientific received information that the local field representative contacted boston scientific technical services (ts) to report that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and a ventricular fibrillation (vf) episode was reviewed. Upon review, it was noted that the device sensed and treated the patient appropriately. Subsequently, due to the patient's underlying condition, a left ventricular assist device (lvad) was placed. The local field representative had contacted ts again to discuss possible device/lvad interactions as an episode was recorded that identified electrogram (egm) noise and oversensing. Subsequently, the patient developed a true ventricular tachycardia (vt) arrhythmia and received an appropriate shock. Additionally, another ventricular fibrillation (vf) episode as detected by telemetry was discussed. Upon review of the device's stored data, a vf episode was not recorded. There were some non-sustained episodes stored in the device around the time of the adverse event, but no egms were available (egms overwritten). The patient had developed a true vt/vf based on telemetry and required rescue through an external shock after two minutes. Ts discussed possible scenarios in which the device may not have detected and treated the arrhythmia. Ts also discussed the possibility based on rv wave amplitude that the rv and vf waves were being undersensed. Ts discussed reprogramming of the automatic gain control (agc) to increase sensitivity. Based on the recorded vf wave amplitude and the prior programmed sensitivity setting, the device may not have been able to sense the vf waves. The local field representative mentioned that the rv waves had diminished since lvad placement. Ts discussed the possibility that the lvad placement may have impacted the rv lead's sensing and detection capabilities.

Manufacturer narrative:
Subsequent information was received that this patient has now been admitted to hospice care and a request was made by the physician to have the device's tachycardia mode programmed off. Available information suggests that the patient remains under hospice care. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.